Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all of the keypad buttons were responding to button presses. There was evidence of keypad adhesive found under the key contacts. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the black box revealed that the time and date defaulted to factory settings. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) and reported that the patient was very sick and had a blood glucose (bg) level of "508 mg/dl." He also indicated that the patient was complaining of nausea and vomiting. At that time, the animas representative involved in the contact advised the reporter to seek medical intervention. Later that same day on (B)(6) 2011, the reporter contacted animas again and alleged that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was not responding to ok button presses since 3:00 am that day and the up/down arrows were "skipping." The reporter indicated that the pump's battery was changed twice that day. At 7:00 am, the reporter claimed that the patient had a blood glucose (bg) level of "508 mg/dl" and she was complaining of nausea and vomiting. The patient reportedly did not have syringes to give a correction bolus. The patient was admitted to a hospital that same day and was treated with IV fluids. According to the reporter, she was also receiving corrections via the pump. The patient reportedly received a bg reading of "522 mg/dl" at 5:45 pm and 7 units of novolog insulin was delivered via the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding properly to button presses. The reporter also claimed that the patient developed a blood glucose level suggestive of severe hyperglycemia and received IV fluid treatment in a medical center.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.